Manufacturer narrative:
H6: investigation summary 6 customer photos were received from the customer for review and analysis. The photos were visually evaluated and the customer's indicated failure mode of deformed sleeve was observed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is able to confirm the customer¿s reported failure from the photos received. A definite root cause could not be determined without the physical samples. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was poor sleeve function. This event was reported to affect 10233 devices. The following information was provided by the initial reporter. The customer stated: "the needle rubber plug is deformed and cannot be used. There are about 10 in each box."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was poor sleeve function. This event was reported to affect 10233 devices. The following information was provided by the initial reporter. The customer stated: "the needle rubber plug is deformed and cannot be used. There are about 10 in each box."